Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 7 events for the failure: incorrect measurement. 6 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 1 device was evaluated using data provided by the user or third party. 6 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 1 device: no device problem found / part/component/sub-assembly term not applicable. 6 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product not received. 6 devices: product disposition is not yet determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 0008010177-2025-99015. Supplemental rationale corrected data: b5, h6, h11 7 previously reported events were included in this follow-up record. Product return status 5 devices were evaluated using data provided by the user or third party. 2 devices were not available for evaluation. Evaluation findings (results/components) 5 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: no findings available / part/component/sub-assembly term not applicable product disposition 7 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report. Supplemental rationale corrected data: b5, h6, h11 7 previously reported events were included in this follow-up record. Product return status 2 devices were evaluated using data provided by the user or third party. 3 devices had investigation types that have not yet been determined. 2 devices were not available for evaluation. Evaluation findings (results/components) 2 devices: no device problem found / part/component/sub-assembly term not applicable 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition 4 devices: product not received. 3 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: incorrect measurement. - 6 events had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.